Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 79", "pacer fault 122", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The pace/defib engine and analog board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated by zoll australia and the pace/defib engine and analog board were replaced as a precaution. The pace/defib engine and analog board have been received at zoll chelmsford for evaluation and the reported issue could not be duplicated. Analysis of reports of this type has not identified an increase in trend.